Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and turbid effluent. The cause of the event was not reported. The patient was not hospitalized. Treatment details and action taken with physioneal and extraneal therapies were not reported. At the time of this report, the event remains ongoing and the patient had not recovered. No additional information is available.